Event description:
Additional information: the vad coordinator reported that the event was not device related and the pump functioned as intended.

Manufacturer narrative:
The lvad was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The pt began having red heart alarms for possible dehydration. Tee confirmed relative hypovolemia. Pt was volume resuscitated and her iapb was removed. The pt then returned to the operating room for attempted sternal closure. However, there was significant hemodynamic compromise, and pt was unable to be closed because of the right ventricle failure. The pt was continued on the bivalirudin protocol for anticoagulation secondary to hit, which had been intermittently held for supertherapuetic ptt. The pt had a tee on (B)(6) 2013, which showed no evidence of inflow or outflow cannula obstruction, but moderate to severe left and right atrial appendage thrombus. On (B)(6) 2014 the pt had red heart alarms with decreased flows, which were successfully treated with ivfms. The pt's renal function gradually declined. She was started on continuous venovenus hemofilteration. The pt had not been able to tolerate much fluid removal secondary to hypertension and persistent pressor dependence. On (B)(6) 2014, the pt was taken to the operating room for closure. Despite continued attempts for resuscitation, her hemodynamics became increasingly difficult to maintain causing multiple red heart low flow alarms and significantly increased pressor requirements. The pt's family decided to make her comfort care. She expired on (B)(6) 2014.

Manufacturer narrative:
Additional information : a direct correlation between the returned device and the reported event could not be determined. Vad-(B)(4) was returned assembled with the driveline intact. The sealed inflow conduit, sealed outflow graft, and sealed outflow graft bend relief were returned attached to their respective pump ports. The bend relief collar was returned attached to the outflow graft and bend relief hardware. The pump appeared to be treated with a fixative agent. Examination of the interior of the inflow graft, inlet elbow, outflow graft, graft attachment, and outlet elbow revealed depositions consistent with blood and a biological lining that had been exposed to a fixative agent. A fixed biological lining was collapsed around the inlet and outlet stators and surrounding the rotor, which was likely not present during support. Additionally, depositions of fixed blood were present along the rotor vanes. A ring-shaped thrombus formation was present around the inlet bearing cup which showed some evidence of lamination; however, the color and texture of the thrombus appeared to be altered by the fixative. The thrombus may have developed on the bearing during pump operation; however, a duration in which it was present in the pump could not be determined. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to our manufacturing procedure using a mock circulatory loop. The data retrieved from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.